Event description:
During a laparoscopic cholecystectomy procedure, a small piece of metal fell out of the jaws of a grasping forceps. The surgeon saw the fragment, but was not able to retrieve it from the abdomen. The case was completed. No additional procedures were done to retrieve the piece.